Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
A 10mm asd was chosen and during the unsheathing of the left disk, the device formed a cobra-like shape. The device was re-sheathed and the device retained the malformed shape. At that point, the physician requested another device. A 12mm asd was chosen and deemed appropriate for closure.